Event description:
Revision surgery - the surgeon originally put the rsp in this pt on (B)(6) 2006. On (B)(6) 2011, the dr called stating that he was going to perform a revision on this pt. The dr was converting to a hemi-arthroplasty. During the surgery, the dr began by removing the rsp glenosphere, humeral socket shell and insert. While performing the removal the dr realized the glenoid was fractured. He felt he may be able to reduce the fracture by putting in the 3.5mm non-locking screws into the baseplate. Once he did that, while putting the original glenosphere back onto the baseplate with a new retaining screw, it became unstable. The dr decided to remove those screws from the baseplate. After removing the screws from the baseplate, the dr noticed the 6.5mm baseplate screw was broken into two pieces. He proceeded to convert to a hemi-arthroplasty.